Manufacturer narrative:
Evaluation summary: an identifiable plate was used for this second surgery and the bone did not heal sufficiently to carry the load. Under fatigue loading (the pt states weight bearing) the plate broke. Evaluation: no product was returned for review, however, an x-ray was provided. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the device was implanted in 2007. Post-op, approx four months later, the surgeon stated the plate had fractured. Revision surgery is scheduled approx four months earlier.